Event description:
Patient was scheduled for laparoscopy. After inflating the abdomen with carbon dioxide gas, a semilunar incision is made at the umbilicus and the laparoscopic long trocar is inserted into the peritoneal cavity. Upon entering the cavity, there is gas exuded, but there is a significant amount of bright red blood in the pelvis. At this point, the decision is made to place a 5-mm trocar suprapubically and the veress needle was removed and the incision enlarged to accept the trocar for suction irrigation. At this point, by manipulating the laparoscope, it is evident that there is stool in the visual field and this is apparently within the colon lumen. Recognizing a bowel injury, the instruments are removed, gas expressed, and skin closed. Surgical consultation obtained and general surgeon performed laparotomy with repair of a through-and-through injury of the colon and repair of active bleeding from the mesentery.